Manufacturer narrative:
(B)(4). D10: part # 42522100810, articular surface medial congruent (mc) right 10 mm height use with tibia sizes e-f/cr femur sizes 8-11, lot # 64981181. Part # 42532007102, tibia cemented 5 degree stemmed right size e, lot # 64979533. Part # 42557000114, stem extension tapered cemented 14 mm diameter +30 mm length, lot # 65216923. H6: suggested component code: mechanical (g04) - femur. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 3.5 years post implantation of a right knee arthroplasty, the patient returned to the doctor for complaints of pain. Bone scan identified loosening of the femur. Subsequently, the patient was revised of all components. Attempts for additional information were made and none is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. The event cannot be confirmed. Visual examination of the returned product identified signs of being implanted scratched with foreign material adhered to the surface. Dimensional analysis of the product determined that the product, where measured, was conforming to its print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. X-rays were provided and reviewed by a healthcare professional. Imaging revealed showed a new mild radiolucency at the bone cement interface deep to the anterior femoral flange. The impression noted that the lucency was indeterminate and that although the finding could predispose to loosening, there was no gross radiographic evidence of femoral component loosening on the limited available views. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.